Event description:
It was reported that the procedure was to treat a heavily tortuous and moderately calcified lesion in the mid right coronary artery (rca). Pre-dilatation was performed with an unspecified semi-compliant balloon. The xience xpedition 3.5 x 23 mm stent was selected, but while advancing the stent, severe resistance was felt with the anatomy. The device was retracted and while pulling it back, the stent was noted to be stuck in the calcified part, mid lesion. Under fluoroscopy, it was observed that stent had partially dislodged from the stent delivery system (sds) and any extra effort could dislodge the stent completely. Therefore, the stent was implanted at that location, covering only 50% of the lesion. Thus, the remaining part of the lesion was treated by ballooning. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would not be returned for analysis; however, the device was returned. Evaluation summary: the device was returned for evaluation. The loose stent could not be confirmed as the stent was implanted. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.